Event description:
It was reported via our customer service that oil is leaking. Leakage was noticed during inspection and repaired by the customer. Nobody was impaired. There was no reported pt involvement or adverse consequences.